Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. How many times has the user applied the laparoscopic tip? Nil. The faulty dual applicator was not used in the case ultimately. 2. Please confirm, did the dual applicator that experienced the quality issue come in a 3 pack tips sold separately? If no, please clarify which is the veraseal kit was involved (vra02, vra04, vra10)? It did not come in a 3 pack tips sold separately. It came with vra10. 3. Was any leakage or product solution observed at the luer locks connection? No, because the dual applicator¿s locks were too stiff to turn at the beginning, so it was never used as an adaptor for the laparoscopic tip. 4. Are there pictures of the damaged device available? No pictures of the device itself. 5. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) nil, because I was there in the case. The faulty dual applicator was ultimately not used because we opened a new dual applicator, so no follow-up done with surgeon required. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. A manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified. The actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3374448, mfg date: 6/16/2023, exp date: 6/17/2028. Batch 3371989, mfg date: 6/10/2023, exp date: 6/10/2028. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the only the dual applicator from the vraas1 device was returned with damaged in the luer locks. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Per instructions for use: ¿loosen the luer locks to remove the spray and drip tip from the adapter, attach the vistaseal laparoscopic dual applicator to the adapter by tightening the luer lock¿. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - no device problem found investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the only the dual applicator from the vraas1 device was returned with damaged in the luer locks. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Per instructions for use: ¿loosen the luer locks to remove the spray and drip tip from the adapter, attach the vistaseal laparoscopic dual applicator to the adapter by tightening the luer lock¿. Batch review for final assembled lot the assembly batch 3296666 and the components utilized for this batch have been manufactured in accordance with the customer supplied specifications. The manufacture of the above stated parts is controlled by validated processes, all methods have been followed. Based on the reviewed results of the DHR, we state that there is no issue/nonconformance found in tessy that lead to or have the potential risk/impact for the mentioned complain in. Additional information: institute grifols, s.a. Received a notification through ethicon related to one unit of veraseal 10ml, batch number unknown, where it was reported that grey luer locks were very stiff and could not be twisted open to assemble the adaptor with the laparoscopic tip despite repeated attempts. A new extra tip was used to complete the procedure. After the surgery's completion, they could manage to twist open the luer locks of the unused adaptor. There were no patient consequences reported. According to our standard procedures, it was initiated an investigation focused on the following: a. Evaluation of the returned sample at ethicon facilities: it was received from ethicon the investigation related to the returned unit. The investigation conducted by ethicon indicated the following: ¿ visual analysis of the returned sample determined that the dual applicator device was returned with the luer locks damaged. ¿ in an attempt to replicate the reported incident, the device was functionally tested (unscrew the luer locks) to detect any issue. Upon evaluation of the device, the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. ¿ as part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. According to ethicon investigation no conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. B. Investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batches of tips involved, as ethicon is the supplier of veraseal dual applicator. The investigation was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. C. Results of quality control performed at ig facilities institute grifols, s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch. The results were found correct within specifications and no deviations were detected. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: the d4, h4 information in addition to the analysis of production records submitted in follow-up #3 do not apply to this event, and were submitted in error. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. How many times has the user applied the laparoscopic tip? 2. Please confirm, did the dual applicator that experienced the quality issue come in a 3 pack tips sold separately? If no, please clarify which is the veraseal kit was involved (vra02, vra04, vra10)? 3. Was any leakage or product solution observed at the luer locks connection? 4. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. During the surgery, the grey luer locks were very stiff and could not be twisted open to assemble the adaptor with the laparoscopic tip despite repeated attempts. This was important as the surgery was laparoscopic, so as the j&j employee who was covering this case, rep opened a new fibrin sealant preparation device which worked fine and hence the surgery went on without any further issues. Also, after the surgery's completion, rep (the j&j employee who was covering this case) managed to twist open the luer locks of the unused adaptor; this means the locks were probably just stiff and the repeated attempts eventually loosened them up, but nevertheless, we had to proceed with a new fibrin sealant preparation device to ensure the fibrin sealant was ready for application. No adverse patient consequences were reported. Additional information was requested.